Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that the unit was fully deployed and the cord loop had been cut. The root cause of the customers experience was due to failure to follow the IFU. Per the instructions for use (IFU), "to remove the bag separately, detach the cord loop from the holding slot on the actuation rod." Applied medical has reviewed the details surrounding the incident and related products. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "broke in half." Patient status - unknown.